Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and suture was used. Prior to using on the patient, the or staff noticed that the box no longer is labeled as "fast absorbing." Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Recall: z-1839-2015.